Event description:
Provider states the unit will intermittently stop running and then the user will have to turn it off and on and it will work again. Consumer advised the provider one time when the chair stopped he had to push it home in hot weather.